Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant upstream occlusion and demand dose is not delivering when patient presses pca button. There is no patient involvement, the event occurred during testing.

Manufacturer narrative:
D9: product received date 10/10/2025. H3/h6: one device was returned for analysis of complaint of constant upstream occlusion and demand dose not delivering. The complaint was observed/confirmed during the event log review but was not replicated during testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint was not confirmed.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.